Event description:
It was reported that patient reported she has to press the ridged side in order to release the cannula. No further information was available.

Manufacturer narrative:
MDR 3003442380-2026-13961 / initial 3 of 3 based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380